Event description:
It was reported the 512b and 511sd were used during a laparoscopic cholecystectomy. It was reported the devices leaked. There is a tear in the gaskets. It is not known if another device was opened to complete the case or if the surgeon was able to use these devices. There was no consequence to the pt.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition conforming, inner gasket condition conforming, outer gasket condition nonconforming, stopcock condition conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "devices leaked" was due to a cut outer gasket measuring approximately 1/8". This piece was not received with the sleeve. No conclusion could be reached as to how this damage had occurred. Co reviews each incident as it occurs in an effort to continuously improve products and processes.